Event description:
The customer reported that left monitor was getting darker.

Manufacturer narrative:
(B) (4). The ge service rep inspected the system and could not reproduce the monitor problem. The images saved shifted after viewing and were not associated with the proper customer. These are indicators of corrupt software and appears to be the cause of the monitor brightness issue. The ge service rep flashed nodes and reloaded the software to resolve. There was another report of this same failure and the issue had not been resolved.